Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an unexpected restart alarm and a blank display on the insulin pump. Customer stated that a temp basal was not programmed before the alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. Customer was advised to monitor the pump and call if issues recur. Customer reported that the pump keeps asking him to reset the time repeatedly. Pump is not working as it should. Customer was offered to have the pump replaced. No add'l info provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.